Event description:
Event description guidant received information that this pacemaker patient experienced syncope. His ventricular threshold is very high and had an output programmed at 4.5v, this was not as high as the capture threshold. The device was then programmed to 7.0v @ 0.5ms. The field clinical representative(fcr) inquired to technical services what the battery longevity would be at this output setting.